Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd connector c35-o had leakage at the luer. The following information was provided by the initial reporter: leaking at the connection point during azacitidine administration. Where some of the drug leaking out of the system. Leaking at connection point between c35-o and subcut needle.

Event description:
Additional information: have you confirmed that the connections were properly secured? - yes this was checked have you noticed any deformities on the luer part? -no have you replaced the defective connector and successfully completed the medication procedure?- yes did a patient or a user had contact with the chemo substance?-yes - some leakage to pts skin, area immediately cleansed with saline. Was there any clinical consequence due to this incident?-no - please see full description below. Administering s/cut azacitidine as ppp with correct equipment and leaking noted of cytotoxic material from between fastened subcut needle and optima connecter. All connections checked prior to administration. Able to disconnect and complete injection by replacing subcut needle. Some leakage to pts skin, area immediately cleansed with saline.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation and additional information: device evaluation: a leak was reported during the use of our device. Two injectors engaged with a c35-o connector, which was also assembled with a bd safetyglide needle, were provided for evaluation. All returned components were visually inspected, and no damage or product related defects were identified that could have contributed to the reported leak. Functional testing was performed, fluid flowed as expected through the injector, connector, and needle assembly. No leakage or disconnection was observed during this testing. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Dimensional testing, including the luer threads, was performed on all returned samples in accordance with iso standards and confirmed all measurements were within specification. Based on the available information and sample evaluation, we could not identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Additional information: annex e code updated from e2403 - no clinical signs, symptoms or conditions to e2003 - chemical exposure.